Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported compliant of "short connecting tubing luer lock broke inside the catheter" is confirmed. Upon return, a piece of the arterial pressure tubing was stuck within the iabc luer end. The root cause of the complaint is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the "short connecting tubing luer lock broke inside the catheter". As a result, the balloon was removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "short connecting tubing luer lock broke inside the catheter". As a result, the balloon was removed. There was no report of patient complications, serious injury or death.